Event description:
During product analysis for a vns generator explanted due to reported end of service, it was noted that the pulsing supply current was out of spec and was caused by a leaky q10 component. After q10 was replaced with known good bench component, the device performed according to functional specs. The leaky q10 component could potentially be a contributing factor to the end of service; however, product analysis of the device determined that the end of service condition was an expected event.